Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave a "arterial clamp defective" error message and the open/close key buttons disappeared from cp5 control unit display, therefore the clamp could not be controllable. The issue occurred during repair activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in coventry, united kingdom. Livanova field service representative testing of the device found signs of corrosion on the motor board pcb zkb and also that the stator was blocked inside the metal housing. In order to solve the issue, the following parts were replaced: - stator with sensor board - bearing scp - groove ball bearing - pcb control board (zkb 0204) - spindle complete with block - clamp housing rear subsequent functional verification testing was completed without further issues and the unit was returned to service. The read-out of the centrifugal pump (real-time device parameters and setting recording file) associated with the complained erc was provided and analysed. At 10.34 the panel stored the status of the clamp. At 11.11 a reboot of the cp5 panel is stored. It cannot be ruled out that a temporary cp5 timeout due to the reboot caused the clamp to close. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on above information, it cannot be ruled out that the issue was due to a failure of clamp electronic and mechanical components, possibly related to extensive exposure to liquid over time, e.g. During cleaning, that led to fluid ingress.